Event description:
It was reported to philips that the allura device was "hanging". No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was hanging. Fse found that the ip pc connection issue was causing the device to hang. Fse reseated the ip pc connection. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.